Event description:
The customer reported a system failure cycle power error 20003 displayed on the defibrillator. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.